Event description:
A caller reported that the t: slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. The customer reverted to a backup insulin pump and manual insulin therapy.